Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported that she "ended up in the hospital". When a fingerstick was taken at an unknown time the cgm was reading 41 mg/dl, and the blood glucose reading was 483 mg/dl. The patient declined to provide any further information regarding the event and only wanted a sensor replacement. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.